Event description:
It was reported that there was a free flow event of an unspecified medication.

Manufacturer narrative:
The customer¿s report with a free flow event was not confirmed in the pcu event log or replicated during testing. The review of the pcu event log recorded a secondary infusion of drug id145 (magnesium) was programmed on (B)(6) 2019 at 10:03 am. The infusion ended when the infusion was paused then channeled off. The log could not determine why the unit was channeled off. Concentricity inspection of the returned administration set¿s pumping segment found the segment in specification. Functional testing was performed on the returned administration set. There were no irregularities observed during testing. Rate accuracy testing was performed on the source pump module with the administration set. Testing found the infusion system to be operating in specification; internal inspection of the pumping mechanism found no irregularities. The pcu error log showed no errors or malfunctions on the reported incident date. The root cause was not identified in this investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a free flow event of an unspecified medication.